Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Clinical details provided were sufficient to determine a root cause. The root cause of the positioning issue was most likely use related as the pump came out of position while the introducer was being peeled away. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. T he complainant reported that the implanted impella rp pump did not sit well in the patient and subsequently shifted during sheath removal. As a result, the decision was made to remove the pump and utilize a new impella rp for ongoing support. Upon explant, it was further noted that there was a clot within the outlet of the pump. There was no harm to the patient.